Event description:
It was reported that the customer experienced issues with the sensors. The customer stated that the sensor would not release after the second button press. The customer explained that the needle hub would be stuck inside the serter and that the needle was then stuck inside the serter. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 248 mg/dl. Troubleshooting was done. The customer confirmed that the serter did not release the needle hub or sensor. Advised that a replacement serter and sensors would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enite sensors found both sensor needles were separated from the sensor. This complaint is again the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.